Manufacturer narrative:
The device is currently not available for analysis. Therefore, no conclusion can be drawn at this time. However, biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. Should additional relevant information become available, this investigation will be updated.

Event description:
Swelling of the device pocket with pain was reported. A hematoma was diagnosed. The cause is believed to be the patient's medication. The patient was hospitalized. Biotronik has no information in regards to a revision. Should additional information become available this file will be updated.